Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was under infusing. The following information was received by the initial reporter with the following verbatim it was reported by customer that a whole dose was delivered but at least 100 ml is still left in the bag. Initially, they thought maybe the calculation was incorrect and there was actually more medication in the bag than ordered but I have now seen several of these.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information provided.